Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/21/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box showed no abnormal pump behavior or related issues. Manual time changes were observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a timekeeping accuracy test.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.